Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, upon inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.

Manufacturer narrative:
Device lot number corrected from 20877165 to 20657208. Device expiration date corrected from 07/11/2020 to 05/16/2020. Device manufactured date corrected from 07/15/2017 to 05/19/2017. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. Microscopic inspection and functional testing found no leak or loss of pressure with the balloon/device. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is not confirmed -returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, upon inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.